Event description:
A malfunction was reported on the pump by the caller. The customer¿s blood glucose level reached 506 mg/dl due to the issue, which is above the normal range. The customer administered a correction injection using multiple daily injections (mdi) and did not require assistance from a third party. Reportedly, customer reverted to manual injections for insulin therapy.